Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
Further information was requested but not received. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented at a follow-up in clinic with diaphragmatic and pectoral stimulation. During a device check, the atrial lead was shown to be dislodged. The physician explanted and replaced the lead.